Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that venous air alarms occurred at the beginning of a routine hemodialysis treatment. The operator was unable to remove the air with the assistance of technical support. Treatment was discontinued without performing rinseback of the patient's blood, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cartridge was returned and evaluated with no problems found. The reported blood loss was attributed to rinseback not being performed due to the amount of air. Although the exact cause of the venous air alarm is unknown, it was most likely caused by air not adequately being removed during prime. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and additional training regarding air removal has been provided. Nxstage medical considers this report closed. No additional information will be provided.